Manufacturer narrative:
This supplemental report is being submitted to provide the results of the manufacturer¿s investigation. A review of the device history record (DHR) was conducted during this investigation. The review of the DHR did not find any abnormalities or anomalies identified during production. The device met all specifications upon release. Because it was noted that the issue was improved by replacing the endoscope, olympus investigation believes there was an error in communication with the product due to the malfunctioning of the endoscope, causing the b30 error. Olympus will continue to monitor the field performance of this device.

Manufacturer narrative:
The device has not yet been returned for evaluation. If additional information becomes prior to the conclusion of the investigation, a supplemental report will be filed.

Event description:
It was reported, the evis exera iii video system center experienced a b30 error code during reprocessing. According to the initial reporter, the device displayed a red and blue "snow flurry effect" on the screen. User confirmed that only completely refurbished scopes are utilized with the device in question. Additionally, the error code only presents when the device is used in conjunction with the pediatrics colonoscope. There was no patient involvement during this event.